Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules. It was reported this event occurred 10,000 times. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated ¿another batch of yellow tubes in this hospital showed oil droplets in the upper layer of serum after centrifugation, which caused the inspection instrument to block the needle and the aspiration needle was obviously glued. The instrument was a roche assembly line. The department thought that the product quality was defective. The equipment department also attaches great importance to the complaints of the inspection department and hopes that we can find out the cause and solve the problem. Preliminary investigation of the outpatient blood collection and physical examination blood collection center of the hospital, fully air-conditioned, without strong light exposure. Closed management in the laboratory, using low-temperature centrifuges. Distributors provide the entire cold chain.¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was attached showing gel globules on the end of the probe. Additionally, 10 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, 8 out of the 10 samples had gel globules above the barrier. A review of the device history records (DHR) with particular focus on gel preparation and dispense was carried out with no issues relating to the reported defect being identified. All product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The customer¿s defect was replicated from testing the retained tubes. The complaint is confirmed, based on testing of the retained samples.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes had oil gel globules. It was reported this event occurred 10,000 times. The following information was provided by the initial reporter and translated from chinese to english: the customer stated ¿another batch of yellow tubes in this hospital showed oil droplets in the upper layer of serum after centrifugation, which caused the inspection instrument to block the needle and the aspiration needle was obviously glued. The instrument was a roche assembly line. The department thought that the product quality was defective. The equipment department also attaches great importance to the complaints of the inspection department and hopes that we can find out the cause and solve the problem. Preliminary investigation of the outpatient blood collection and physical examination blood collection center of the hospital, fully air-conditioned, without strong light exposure. Closed management in the laboratory, using low-temperature centrifuges. Distributors provide the entire cold chain.¿